Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
It was reported that the patient was non-compliant to follow-up and had cardiac arrest. Post arrest, the patient was ventilated in the intensive care unit. The patient's family also reported that the device was checked when the patient was hospitalized six months earlier, but there was no record of device interrogation from that time. It was also reported that the device would not interrogate, and that the battery depleted early and reached end of life (eol). The device was explanted and replaced. No further patient complications have been reported as a result of this event.